Event description:
Screw reported to have become stripped during attempted insertion. As device could not be inserted fully, it was cut with wire cutters. The head was retrieved, the portion embedded in bone was left in the body. Procedure was completed using staples. No pt injuries were reported.